Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that three speedband superview super 7 devices were used in the esophagus during a band ligation of varices procedure performed on (B)(6) 2020. According to the complainant, during the procedure, three speedband devices were used with about fifteen bands successfully deployed. However, after two to three minutes, most of the elastic bands fell off from the varices with only two bands remaining attached. Additionally one varix re-bled. Reportedly, prior to patient's discharge, the physician had to re-treat the original varices. A hemostasis clip and interject were used and the procedure was successfully completed with another speedband superview super 7 device. Additionally, there was no difficulty experienced upon setting up the devices. The patient condition at the conclusion of the procedure was reported to be fine and fully recovered.